Manufacturer narrative:
Date of event: exact date unknown, event occurred 3 years ago from date manufacturer was made aware. Explant date: explant date: 3 years ago.

Event description:
It was reported that the patient underwent an explant due to an unknown reason. No device malfunction was suspected. No further information has been obtained despite good faith efforts.